Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (pt rep) regarding an implantable neurostimulator. Pt rep stated the stimulator never worked for the patient and the stimulator has been left implanted but "non-functional" since 2010. Pt rep stated the patient has an appointment with the doctor that installed the patient's implant on (B)(6). Agent reviewed information and sent hcp listing to the email provided by the pt rep. Additional information was received from the patient (pt) stating the battery pack has migrated closer to their skin. They have an appointment with their hcp to have the device removed.